Event description:
It was reported that post a da vinci gastric bypass procedure, it was noted that the distal shaft of the 5mm thoracic grasper instrument had open straps. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube insulation was scratched and some of the insulation was removed at the distal end. The scratches measured approximately .025 - .122 in length. No other damage was found.